Manufacturer narrative:
The reported event of insertion difficulty and high lead impedance were not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at beginning-of-life voltage with appropriate remaining longevity.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented for an implant procedure. It was noted that there was a lot of resistance when the right ventricular (rv) lead was screwed in the header of the pacemaker. When the lead was screwed in, the pacemaker was not registering that the rv lead was connected. The rv lead had a high pacing impedance. The pacemaker was not used and replaced during procedure. The lead remains implanted. The patient was stable.